Event description:
It was reported by the rep that the (2) tct75 were used during a laparotomy procedure. It was reported that both guns failed to fire. Each gun started to fire and then locked up. A third gun was opened and worked correctly. There was no consequence to the pt.